Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient had another admission from (B)(6) 2025 with drainage around driveline.

Manufacturer narrative:
Section a: patient information corrected. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be determined through this evaluation. The patient remains ongoing on heartmate 3 lvad, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. C, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced driveline infection. Surgery and drug therapy were performed. Their body weight gain was observed after implantation, and frictions around driveline occurred, resulting in retention of effusions. The patient was readmitted on (B)(6) 2025. There was drainage around driveline. Invasive surgical procedures were done.